Event description:
During the t2 scn surgery, the surgeon tried to drill the distal screw hole (position 1 and position 4) of the nail with a 5.0mm drill bit. However, the drill came in contact with the edge of the screw hole of the nail. Therefore, the surgeon extracted the nail from the pt bone and checked the device. The drill contacted the edge of screw hole of the nail. Therefore, the surgeon drilled the distal screw hole using a 4.2mm drill bit and used the 5mm full thread screw.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report. Associated devices: 1826-1032s supracondylar nail t2 scn 10x320mm, lot# k912960, 1806-3301 nail adapter t2 scn, lot# kp329690, (B)(4) nail holding screw t2 scn, lot# k986944.